Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
The agent reported, patient dislocated after surgery. Female 73. Complaint has been evaluated and is similar to report number 1644408-2022-01619; 508-32-103, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.